Event description:
The caller reported hospitalization of the customer. The blood glucose at the time of the hospitalization was 137 mg/dl. The customer had large ketones, high blood glucose, upset stomach and was vomiting. The customer was still in the hospital and the blood glucose was 600 mg/dl which was treated by injection. The customer has been in the hospital for three days. The caller stated that the hospital cannot see anything wrong with the insulin pump. They stated that the customer's blood glucose fluctuates constantly; the day prior to the call it was 600 mg/dl, then it dropped to 300 mg/dl. The day of the call it was 437 mg/dl, then 220 mg/dl, then 205 mg/dl. He woke up with blood glucose of 432 mg/dl. The drive support cap was recessed, the cannula was not bent or occluded, all functional tests passed, all programming was correct. In the alarm history of the device there were several low reservoir and auto off alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.